Event description:
It was reported the programmer is slow. It was also reported there was a black screen and an error code. Followup indicated the black screen and error occurred during start-up of the programmer. It was requested to repair the back cover and side cover. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found initial boot up of programmer was slow. Errors found in the programmer error log. Analysis also found the tab is broken off of the power cord bay door. Media bay door frame is broken causing inability to close the media bay door. Upper case handle is damaged, programmer failed audio loopback test during functional testing; microphone found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.